Event description:
New information state that the right ventricular lead was explanted and replaced successfully on (B)(6) 2018. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Final analysis confirmed the field report of noise, sensing anomaly, unacceptable threshold and dislodgement. The lead was returned in two pieces. Visual inspection found internal abrasion breaching the re cable were found at 4.8 - 4.9 cm from distal tip. Internal abrasion breaching the ring electrode cable lumen beneath the right ventricular shock coil was found at 6.3 - 6.4 from distal tip. External abrasion breaching the optim sheath was noted at 41.6 ¿ 42.0 cm from the distal tip consistent with friction to the device can. The insulation beneath was found intact. Abrasion are consistent with friction with another device.

Manufacturer narrative:
Correction: (B)(6). (B)(4).

Event description:
The patient presented with ventricular tachycardia.

Event description:
New information received states the right ventricular lead continued to exhibited oversensing, thresholds had also increased sharply and capture became intermittent at max outputs, a suspected dislodgement was determined by the physician. The patient was stable and was provided with a life vest and sent home. The patient did not experience and symptoms from the dislodgement. The device was reprogrammed and the patient would only pace using the left ventricular lead. The lead remained implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net myopotential oversensing episodes was noted. The lfa was programmed off. The patient presented in clinic with symptoms of dizziness (light headed) due to the inhibition of pacing, the oversensing was still noted. The device was reprogrammed and the noise artifact was measured to be 1.25mv. No additional information was available. The lead remained implanted.